Event description:
After dealer delivered concentrator to end user, it allegedly overheated immediately and was very hot to the touch. Dealer picked up concentrator and took it back to the shop. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc5po2 serial number/date code (B)(4) is approximately 2 months old. This is an "out of box failure". The user manual part number 1143482 rev e (nov-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
After dealer delivered concentrator to end user, it allegedly overheated immediately and was very hot to the touch. Dealer picked up concentrator and took it back to the shop. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2011-00037. The device, concentrator, model #irc5po2, serial #(B)(4) was returned for an inspection. The product was approximately 2 months old at time of complaint. The maintenance history is unknown at time of the complaint. The access door was not attached when product was returned. The concentrator was turned on and set to 5 lpm. It was run for 2 hours and it did not get hot. No problems were found. The product did not get hot. This device is used for treatment but not diagnosis. (B)(4) has been initiated for this issue. Model irc5po2 serial number/date code (B)(4) is approximately 2 months old. This is an "out of box failure". The user manual part number 1143482 rev e (nov-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.